Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: - unknown vanguard tibial bearing, catalog#: ni, lot#: ni. Unknown vanguard tibial tray, catalog#: ni, lot#: ni. The investigation is in process. Once the investigation has been completed, a follow-up MDR report will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-04714, 0001825034-2017-04715, 0001825034-2017-04716

Event description:
It was reported that following an initial knee arthroplasty a clinical patient experienced arrhythmia. No additional patient consequences were reported.